Event description:
Approx 10 months following cypher stent placement, the pt presented with unstable angina. Repeat coronary angiography revealed a partial stent fracture in the mid portion of the stent with in-stent rstenosis, the pt was treated with balloon angioplasty. No hospitalization was required.